Event description:
Follow-up revealed the patient's doctor will be addressing the patient's issue. Further details on the methods the doctor plans to use are unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been unable to determine if she's receiving effective pain relief or not. As a result, the patient will go to the emergency room. The patient will also meet with her physician about the issue.